Manufacturer narrative:
The product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an intraocular lens was rotated off the calculated axis thereby causing residual astigmatism. The lens was repositioned onto the recalculated axis to minimize the astigmatism. Additional information has been requested and received stating the rotation of the lens in capsular bag contributed to the event and no other cause was definable. The patient was not hospitalized for the event.

Manufacturer narrative:
The product was not returned for analysis. There are no other complaints for the reported lot. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).